Event description:
It was reported that during a device check, interrogation of the device was not possible. Further testing revealed the device had no output, indicating a "failure." At the patient's last device check, approximately 7 months prior, the device indicated an expected longevity of 11 months. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were due to lifted hybrid bond wires.